Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and sepsis. Reportedly, the patient experienced symptoms of dizziness, productive cough, fever and labile blood pressures upon presenting to the hospital. The patient also had (B)(6) bacteremia and an inflammation of the lungs. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.